Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the return. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon fully deflated. A visual inspection of the device identified one break in the catheter and multiple kinks/bends. The kinks/bends were located at 91.6cm, 94.1cm, 95.5cm and the break was located at 96.3cm distal from the handle with the inner catheter exposed. There were no other anomalies detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the catheter was kinked and broken. In the report it states that the balloon was used to help remove the stone/basket in the cbd. This is outside of the stated intended use and the most likely cause of the report. The IFU states, "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum, and colon." In the report it states that negative pressure was not applied and it is unknown if lubrication was applied to the balloon prior to advancing down the endoscope accessory channel. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device." "Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that balloon was used outside of the stated intended use and negative pressure was not applied prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: in the report it states that the balloon was used to help remove the stone/basket in the cbd. This is outside of the stated intended use and the most likely cause of the report. The IFU states, "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum, and colon." In the report it states that negative pressure was not applied and it is unknown if lubrication was applied to the balloon prior to advancing down the endoscope accessory channel. The IFU states: "to facilitate passage through the endoscope, apply negative pressure to the device." "Apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." "Maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that balloon was used outside of the stated intended use and negative pressure was not applied prior to advancing down the endoscope accessory channel, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a stone extraction in common bile duct, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the doctor decided to use a lithocrush basket [non cook device] in order to break the stone inside cbd. Unfortunately, the stone didn't break and the lithocrush cable broke and left the basket blocked with the big stone in the cbd. Impossible to remove the basket, just the 3 wire of the basket got out from the duodenoscope. The doctor used a cook hercules balloon [subject of report] to help release the stone into the cbd. [Off label use] but she wanted to remove the basket. Unfortunately, the balloon sheath has broken at the end due to angulation of the duodenoscope, but it helped to remove the stone. The patient is fine. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did experience adverse effects due to this occurrence.